Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an error message of wash concentrate empty on synchron lxi 725 clinical system. There was no exposure to uncovered wounds or mucous membranes. There was no effect to patient or user.

Manufacturer narrative:
A bci customer technical support (cts) recommended the customer to use personal protective equipment before troubleshooting. The customer pulled out the hydro drawer and found some foamy liquid. The wash concentrate reservoir and wash concentrate bottle were empty. The leak appeared to be wash concentrate, but the customer could not locate the source. A bci field service engineer (fse) visited the site on (B)(6) 2010, and found wash concentrate in hydro and on the floor. The fse removed and cleaned all valves. The fse primed 30 times and no leak was found.